Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, ventilator inoperative codes were found in the ventilator's downloaded error log. The device's blower assembly was replaced to address the issue. In addition of the above evaluation, the device's system board and the front enclosure were replaced preventively. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning. The device's software was uploaded.